Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with the right atrial and right ventricular leads that exhibited noise. The leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned for analysis. Visual inspection noted two external insulation abrasions breaching the outer insulation and exposing the outer coil at the proximal region of the lead consistent with friction to the device can. The cause of the reported event was the exposure of the coil in the abrasion zone. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection did not find any additional anomalies with the exception of procedural damage.